Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two suprarenal aortic extensions and an infrarenal aortic extension on (B)(6) 2016. The physician identified a type 1b endoleak on the right side and elected to complete a subsequent endovascular procedure. During the procedure, due to the angulation of the patient anatomy the device was difficult to track and indirectly moved the initial implant causing an additional type 1a endoleak. The physician implanted a suprarenal aortic extension and a limb extension to seal the endoleaks. Following the procedure, the physician suspects a persistent type 1a and 1b endoleak. However the patient has not been scheduled for an additional surgical intervention. The patient is in stable condition.